Manufacturer narrative:
This event occurred in (B)(6). No further data was provided from the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial result was 193 mmol/l. The repeat was 140 mmol/l. Patient 2 initial result was 149 mmol/l. The repeat was 132 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number was c38_2020 with an expiration date of 06-mar-2021.